Manufacturer narrative:
The fse evaluated the device onsite. It was determined that the etco2 module failed, and it was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the etco2 test failed. There was no patient involvement.